Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-30769 - device 3 of 12.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6)2024, it was reported that the patient faced (B)(4) infusion sets kinked cannulas within 3 or more hours of insertion. Site of insertion were abdomen. Infusion set was in use for 24-48 hours. Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.